Manufacturer narrative:
(B)(4). Additional 510k number: k013227. Device was not removed.

Event description:
It was reported that the abutment ((B)(4)) loosened. Tooth location 19.

Manufacturer narrative:
One abut hex-lock 4.5mm imp 4 .5 flare (hla4/4) was returned for investigation, which included an mhlas screw and removed restorative crown. The mhlas abutment screw is bundled with the abutment. The loosening of the crown would likely be due to a loosened abutment screw. A visual inspection of the as returned product identified that the returned screw is heavily worn from use at the body, threads, and drive feature. Returned screw is heavily worn from use at the body, threads, and drive feature. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. The event of the screw loosening cannot be verified. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. D10: device availability. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes.

Event description:
No further event information available at the time of this report.